Event description:
It was reported that the system passes qas, but during actual biopsy procedures needle makes contact with breast tray. No injury reported. A field engineer was dispatched to the site and determined that a jumper wire needed to be installed. Once this was completed the system was working as intended.